Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer's test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample: qc results (range: 2.4-3.0 inr) qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoptimal method. The meter result was 5.1 inr and less than 3 hours later the laboratory result was 3.87 inr. The patients therapeutic range is 3.5-4.5 inr.